Event description:
Add'l info from rptr indicated system was unable to irrigate and maintain anterior chamber depth, causing pc tear. There was no vitreous fluid in the anterior chamber, but iol was implanted in the anterior sulcus.